Manufacturer narrative:
This report was submitted to provide the linkage to an existing correction & removal (3003768277-12/28/2023-010-c). The reported event occurred prior to completion of the field correction 3003768277-12/28/2023-010-c, which addresses the causes associated with the reported malfunction.

Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspected the system onsite and confirmed that the system's host computer was unable to boot. Upon troubleshooting, fse found the issue was with the hard drive disk (hdd) bay in the host pc. Due to manufacturing issues, the disk bay may not function as intended, leading to issues with the system's nehalem pc, which is used for the host pc, ip-pc, and flexvision pc. If one of these pcs breaks down, the system stops functioning, and no imaging is possible. Philips has implemented a medical device correction z-1151-2024 to replace the hdd bay, and the boot-up issue was resolved. After which the system was returned to good working condition. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the system's host computer was unable to boot. The device was not in clinical use at the time of reported event. No harm to the patient or user was reported. Philips has started an investigation of this complaint.